Manufacturer narrative:
The customer did not provide further information regarding the repair of this unit, and it could not be verified if the battery, in fact, resolved the problem if that was the only part replaced. The device history record suggests that the customer replaced the power management (pm) board.. It is unknown what ultimately resolved the problem, and the root cause remains unknown as the customer did not provide further information.

Manufacturer narrative:
G4:22feb2021. B4:23feb2021. H11:g5:k102985. H10: the customer replaced the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11nov2020.

Event description:
The customer reported the ventilator shut down by itself. The unit was in clinical use at the time of the issue. The customer indicated they swapped out the ventilator and are unsure if the patient required other medical intervention, however they did not report any patient harm. The field service engineer (fse) provided remote support. The customer clarified the unit shutdown on its own and the staff was unable to turn it back on so the ventilator was swapped out. The customer states when the ventilator is on and connected to ac power the circulation fan revs up. The fse advised the customer to check the error logs however the customer did not locate any significant error in the logs. The customer has ran the unit and is unable to duplicate the unit shutting down as well as they do not know whether the unit was on ac or dc power when it shutdown. The fse advised the customer to note the battery manufacture date which was 2011. As the battery is older than 5 years, which is the standard replacement interval for preventative maintenance of the ventilator, the fse asked the customer to swap in a known good battery and the fan surging issue went away. The fse advised the customer to replace the battery, run it for a day, then perform a full performance verification test.